Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7126255. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure, during which the entire dbs system was removed due to an infection at the right head incision, which had healed improperly. Symptoms included discomfort, pain, and redness. Cultures were taken, but the results were not disclosed. The patient was prescribed antibiotics to treat the infection and is expected to make a full recovery. The devices were discarded and not sent back for analysis.